Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the distal tip of the pipe light was broken off. This is the end that incorporates the green sheath for light focus and intensity. No other physical anomalies detected. Based on the visual exam, the reported complaint was confirmed. Although the complaint was confirmed, a root cause for the issue could not be identified. A conclusion code could not be chosen as the complaint was confirmed; however, a root cause could not be established.

Event description:
The customer alleges that when the blade was removed from the packaging the light source separated from the blade. No patient injury reported.

Manufacturer narrative:
(B)(4). It is unknown if the device sample is available for evaluation.

Event description:
The customer alleges that when the blade was removed from the packaging the light source separated from the blade. No patient injury reported.